Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter expelled from the patient's body with the balloon still intact at least 3-4 times in the last 2 months. It was noted that the patient has a vaginal and bowel prolapse with a permanent catheter for urinary retention. The patient is awaiting surgery for the bowel prolapse. The patient recently visited the hospital following another catheter expulsion and was advised to inflate the balloon using 12mls of sterile water and not 10mls as per manufacture's guidelines.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter expelled from the patient's body with the balloon still intact at least 3-4 times in the last 2 months. It was noted that the patient had a vaginal and bowel prolapse with a permanent catheter for urinary retention. The patient was awaiting surgery for the bowel prolapse. The patient recently visited the hospital following another catheter expulsion and was advised to inflate the balloon using 12 ml of sterile water and not 10 ml as per manufacture's guidelines.